Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient received an warning for lower out of range high voltage lead impedance. The lead was explanted and replaced. The patient condition is fine.